Event description:
The physician was treating a stroke of the m1 segment and the pt did not have any unusually difficult anatomy. He used a 6f envoy guiding catheter. The physician started with an 032 system but could not get through the siphon. Switched out to the 026 system and was able to get the catheter up in the mca. In doing so, he broke a transcend 14 guidewire at proximal end. The physician had trouble advancing the 026 separator and it kinked and broke at the proximal junction. The physician replaced it with a new separator and was only able to advance it to the catheter tip but not past the end. The physician eventually abandoned the case for lytics alone.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.